Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA

Event description:
During corrective maintenance, replacement of the quadrature body coil (qbc), 2 philips field service engineers were seriously injured. An incorrect service part was ordered and the engineers were not aware that the received part (qbc) was magnetic. As result the qbc was attracted to the magnet during replacement causing serious injuries to the engineers hand. One engineer had crushed fingers and a fracture of the little finger of the left hand. The little finger of right hand of the other engineer was cut off at the first joint.

Manufacturer narrative:
For 3.0t intera / achieva systems 2 types of quad body coils are available: the rf body coil ((B)(4)) system for 3.0t titan magnets and rf body coil ((B)(4)) for 3.0 t rex magnets. The rf body coil ((B)(4)) system for 3.0t titan magnets is magnetic and the magnet must be ramped down prior to replacement. The system involved is an achieva 3.0t system with a rex magnet, so the rf body coil ((B)(4)) for 3.0 t rex magnets should have been ordered. The incorrect rf body coil ((B)(4)) for a 3.0t titan magnet was ordered by mistake. The person ordering the rf body coil was not aware that there are 2 types of the rf body coils available for this 3.0t mr system. The one listed on top of the electronic service part list for this mr system was ordered which was the incorrect type. This was not recognized by the fse's on site resulting in the incident as described.